Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in france: "flow rate deviation". Customer information: "to check , flow abnormally : last repair in december 2021"

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at b. Braun melsungen ag, melsungen, germany: investigation results: 3.1 history inspection: the device history files were read out and analyzed. No abnormalities were found in the history. 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the production seal on the lower housing were intact and undamaged. The device is in a clean state and no visible damaged are to locate. 3.3 functional inspection: a functional test was performed. The device passed the self-test. A bd plastipak 50ml syringe was inserted, the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. 3.4 individual inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal feed rate of 5 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of -0,19%. The accuracy of set delivery rate should be ± 2 % according to iec/en 60601-2-24. 3.5 disassembling: during the investigation no faults could be detected. To investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. 5. Judgment: 5.1 the complaint could not be confirmed. Summing up all tests, the perfusor space operated within our specification. No product deviation.